Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an out of range alarm patient experienced on (B)(6) 2015. Patient did not provide any specific information related to the out of range event. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).